Manufacturer narrative:
According to the complaint description, the lot number and the sample are available. After receiving this complaint, we searched for other complaints and we didn't find any other complaint on the lot number 8997600. The product reference was a kit. It was composed of the following product: - stent: item number aca1071002 - guidewire: item number sq2241 - clamp: item number sw0131 - two connector: item number ss2138 & ss2139. This product was packaged at our hungary's site which was informed about this issue. According to the elements known, the quality database was checked and revealed no anomaly in relation to the described defect. Our hungarian site indicated that the failure was caused by human inattention and the affected operators were retrained.

Manufacturer narrative:
The lot number was reviewed for other complaints and no other complaints were found on the lot number 8997600. B3: estimated date.

Event description:
According to the available information foreign particles were in the sterile packaging. The device was not used.